Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient developed chills and fever 3 hours after the dialysis. The body temperature was 38.6 (degrees celsius) and blood pressure was 105/65mmhg, and the infection related to catheter blood flow was considered. It was said that dexamethasone 5mg was given intravenously, return of blood to the machine, draw blood culture, blood routine, crp (c reactive protein), saa (serum amyloid a) were done and 0.9% sodium chloride 100ml plus injection with cephalosporin sodium 1g micropump was injected for 4hours and the tube was sealed. It was then reported that the patient caused the catheter infection which had nothing to do with the catheter and they were not responsible for it. The patient¿s infection had been controlled and the current dialysis treatment was normal.